Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race:unk. Date of event: unk. Implant date: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 of -10.5/4.5/013 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's eye. Reportedly the lens was too big. His resolved the problem. The lens remains implanted. An explant had been planned.

Manufacturer narrative:
B5 - the reporter indicated that a 13.7mm vticmo13.7 of -10.5/4.5/013 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 and replaced on the same day in a separate surgery with a shorter length lens of a different model due to excessive vault. This resolved the problem. Cause is due to device - lens was too large. H1: serious injury. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in dry in a vial with residue/debris on the product. Visual inspection found the lens haptic. The lens returned was not the size/model stated in the claim due to discrepant information shared by the reporter. The dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. However, after further clarification about the returned lens the dimensional inspection would pass. Claim# (B)(4).